Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.